Event description:
It was reported that the patient presented in the ER for syncopal episodes. Device interrogation revealed high thresholds and loss of capture. Oversensing of noise was also noted. X-ray revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.